Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jun-07 reported the patient's weight was unknown. The rep would estimate the patient's weight to be (B)(6). The plan was to remove pump and surgical consult was schedule for (B)(6) 2017 afternoon. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reported the pump will not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-feb-15. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. The pump was returned, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 1000 mcg/ml for a total dose of 315 mcg/day via an implantable pump for intractable spasticity. It was reported patient's pump was empty. It was noted that they had access to an 8440. Manufacturer representative (rep) stated they were called into the clinic to check the patient's pump that had been alarming. It was noted the alarm for empty pump was occurring and the patient had missed a refill. It was noted that the patient was not responding when it was time for their refill. Empty pump considerations, why no priming was needed, dosing considerations, refilling and monitoring for volume discrepancies and efficacy, and considerations for catheter and tubing patency/damage were all reviewed. Rep was redirected to healthcare professional (hcp) to review the considerations. It was noted that the patient went into withdrawal and had to go to another hospital. Event date for the empty reservoir alarm was (B)(6) 2017 and event date for the patient going into withdrawal was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. The patient did not go to refill appointments two separate times and therefore went into withdrawal two separate times. The date of the event for the first time the pump went empty was unknown. The most recent event happened about a week to a week and a half ago and the patient had withdrawal. The pump off code was given for the pump that was going to be explanted in the next hour on (B)(6) 2017. There was no allegation of any suspected issue with the pump. The pump was simply explanted as the patient was non-compliant. The doctor was concerned if the patient continued to not come to refill appointments on time it could be a serious issue. The pump was not being returned to the manufacturer but would go to pathology for cleaning. Per the doctor, the patient would be managed with oral medication versus the intrathecal pump.